Manufacturer narrative:
Photos of the device have been received; evaluation not yet begun. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency right side intracapsular rupture and capsular contracture, baker grade ii, pain, folds, and waves. The device has been explanted.

Event description:
Healthcare professional reported via regulatory agency right side intracapsular rupture and capsular contracture, baker grade ii, pain, folds, and waves. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ creases/folding of implant: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture-breast: unable to observe, since it is not related to the device. Crease/folding of implant and device wrinkling-breast: observed, fold creases. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, via regulatory agency. Right side intracapsular rupture. And capsular contracture, baker grade ii. Pain, folds and waves. The device has been explanted.